Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the stripes in image and no image was traced to broken charged coupled unit (r-unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, broken charged coupled device (r-unit), stripes in image and no image was observed. The repair center technician assessed the condition and determined that the cause of image issue and damage was most likely due to component failure. There was no patient involvement.